Manufacturer narrative:
B5 correction: the event narrative in the initial report indicated ¿a device failure was not indicated¿ in error. The b5/event narrative was updated in this report to remove this statement and replace with ¿it was noted that when the issue was first reported, it did not indicate a device failure¿. H6 correction: the previously applied device code c53269 / a26 was replaced with c76126 / a24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported the pump had been explanted in (B)(6) of 2021 due to "poor curative effect" after implantation. The date (B)(6) 2021 is considered an approximate date of explant (specific month and year known only). It was indicated the doctor advised the patient to explant it. Troubleshooting performed was unknown. It was indicated the patient was currently at home. Further information was not provided. Additional information was received from a consumer via a company representative on 2021-jul-19. The date the issue / poor curative effect was first observed was unknown; the patient¿s family did not inform them of the specific time. It was noted that when the issue was first reported, it did not indicate a device failure. The device would not be returned. The product remained in the hospital after explanting. The patient¿s weight would not be provided regarding patient privacy. It was noted that the healthcare professional associated with the event was unknown; the patient¿s family had not informed the company representative of this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported the pump had been explanted in (B)(6) 2021 due to "poor curative effect" after implantation. The date (B)(6) 2021 is considered an approximate date of explant (specific month and year known only). It was indicated the doctor advised the patient to explant it. Troubleshooting performed was unknown. It was indicated the patient was currently at home. Further information was not provided. Additional information was received from a consumer via a company representative on 2021-jul-19. The date the issue / poor curative effect was first observed was unknown; the patient¿s family did not inform them of the specific time. A device failure was indicated. The device would not be returned. The product remained in the hospital after explanting. The patient¿s weight would not be provided regarding patient privacy. It was noted that the healthcare professional associated with the event was unknown; the patient¿s family had not informed the company representative of this.